Manufacturer narrative:
The device was received and evaluated. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The data from the pod shows no timeouts or drive stalls and that the pod was deactivated shortly after second prime. The pod was received with an exposed needle. Upon opening of the pod, the formed needle fully retracted. Investigation of the needle mechanism components found plastic debris on the mechanism rail swage. Score marks were noted on the inside of the top housing, indicating the mechanism rail swage was misaligned with the top housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 18 mmol/l (324 mg/dl). The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a manual injection of insulin was administered utilizing an insulin pen.